Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. X-ray analysis: acetabular cup lateral angle of inclination appears mildly steep and acetabular cup projecting lateral to the roof of the native acetabulum may be risk factors for dislocation. It was noted that the femoral stem exhibits varus alignment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address recurrent dislocation.